Event description:
It was reported that the device was explanted after implant duration of zero days, due to occlusion of the coronary arteries resulting in acute catastrophic cardiac arrest. Per the operative report: suspecting some kind of problem with the new aortic valve, the aortotomy was reopened after cross-clamping the aorta and there was found to be fibrinous debris or platelet thrombi of a white/lpale nature completely covering the valve mostly on the inside of the leaflets but quite of it protruding from the leaflets almost like a fungal overgrowth protruding between the leaflets. This same debris was present within the coronary sinuses occluding both coronary arteries. Therefore, the patient had experienced a sudden thrombosis of the valve related unknown factors. The patient was reportedly transfered back to recovery in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. Device not returned.